Event description:
It was reported that the device has a lcd display that has a poor contrast and interface pins and latch is broken. There was no pt involvement.

Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.